Manufacturer narrative:
Since the lot number is unknown, the UDI is unknown. This report will be amended when our investigation is complete .

Event description:
It is reported that a patient underwent knee arthroplasty. Subsequently the patient reports experiencing pain and alleges a possible allergy to products implanted. The patient requests chemical composition of the implants used.

Manufacturer narrative:
Concomitant products and therapy dates: #00576401451, nexgen lps-flex gsf femoral component, lot# unk; #unk , unknown nexgen lps articular, lot# unk; #unk, unknown nexgen patella, lot# unk; therapy date: unknown onset. There were no devices or photos received; therefore the condition of the component is unknown. Review of the device history records could not be reviewed as the lot number is unknown. This device is used for treatment. Surgical notes were not provided; therefore it is unknown whether the components were implanted with correct fit and orientation as per the surgical technique. Compatibility could not be assessed as all the parts used in the surgery were not provided. A complaint history review was performed for the femoral component. A definitive root cause cannot be determined for the pain with the information provided. However, the complaint may be revised upon return of product or further information. This report is number 1 of 2 mdrs filed for the same patient. Reference: 0001822565-2016-04065.